Event description:
It was reported that the patient experienced pain all around the implant site of the neurostimulator, even with the device turned off. Reprogramming did not affect the pain and no malfunctions were observed through interrogation with the physician programmer. The device was left turned off. A revision to move the device was performed on (B)(6) 2012. Following the revision, the patient felt adequate stimulation and was "doing well." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).